Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Arm 1 could not home with insertion axis difficult to move. The fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The psm2 was returned for failure analysis, and the reported failure (arm 3 yellow led/cannot home) was able to be confirmed during power up. The link 6 will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported arm 1 leds turned yellow and they were not able to move the arm. Customer rebooted the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove instruments and hard power cycle the system, but the issue remained. Tse then had the customer emergency power off (epo) the patient side cart (psc) and reseat the blue fiber cable to the psc but arm 1 leds remained yellow and unable to move. The tse asked the customer to reseat the sterile adapter on arm 1 and they informed they already tried that, and they have decided to undock and convert to lap surgery. Tse also recommended to replace the drape, but customer was going to convert to lap. Error logs show no arm 1 related issues. The procedure was completed with no reported injury. On 06-apr-2021, intuitive surgical, inc. (Isi) received mw5100032 stating: da vinci si robot arm #1 displaying amber color upon docking with instrument arm not free to move error displayed. Da vinci helpline direction to reboot components was ineffective. Service ticket placed. Procedure performed laparoscopically without robotic assistance.